Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The corner of top case was chipped out and right plunger case was cracked. Event history log (ehl) showed motor rate error. An occlusion test was performed and the reported problem was duplicated; the main board was found misaligned due to pump been dropped or mishandled by customer (big chipped out on top case). The root cause was a result of the customer's impact to the device. Actions were taken to mitigate the reported issues: realigned main board, also replaced the old style motor bracket, worm coupling, leadscrew and clutch halves for preventive measure; performed and passed all functional testing.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.